Manufacturer narrative:
A company representative (cr) assessed the system and was unable to replicate the reported event. The cr adjusted the video microscope scaling and x,y offsets as a preventative measure and performed mock procedures. The system met manufacturer specifications. Based on quality assessment, the product met specifications at the time of release. The system was found to have no problem found; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
A customer reported that flaps are measuring 25 microns thicker than the programmed depth. Additional information requested.